Event description:
It was reported that the patient experienced dizziness, numbness/tingling in the left side of their lips and cheek. Patient was hospitalized, had tests including CT myelogram negative. The patient has intense pain down the left side of their neck, along the collar, shoulder, arm, torso and chest. With intense pain they also experience pain in their left ear. Patient has no generator implanted and believes the pain to be related to the presence of vns lead, patient was recommended to pursue treatment at a pain clinic. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.